Manufacturer narrative:
Immucor technical support used a remote electronic connection method on 20jun2017 to assess the instrument test well image in question, which appeared visually weak positive, with some red blood cell adherence present.

Event description:
On (B)(6)2017, an immucor employee present at a customer site reported an unexpectedly negative antibody screen when tested on a galileo echo instrument, when tested on (B)(6)2017.